Manufacturer narrative:
Work order search: no similar complaints types events were reported for units within the same lot. Claim #: (B)(4).

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the product was returned loose in the lens box. Visual inspection found no visible damage to the device and the lens suck in the cartridge. Claim #: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the cq2015a, +23.0 diopter, intraocular lens got stuck in the cartridge. Attempts at obtaining additional information have been unsuccessful.